Event description:
It was reported that upon follow-up, the lead exhibited intermittent loss of capture. An x-ray revealed the lead had fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.